Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument and performed a device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have a loose grip cable with no visibly broken cable at the wrist. The grip input spun freely without corresponding output motion at the distal end, suggesting a failure at the back end. The housing was removed and the grip cable was found to be loose at the clamping pulley. As a result, intuitive motion was not being experienced at the wrist. Failure analysis found the primary failure of a loose grip cable to be related to the customer reported complaint. Root cause of a loose grip cable is a component failure. Clip test was not performed as engagement would not pass when placed on the system for further functional testing. Additional observation not reported was that the housing was removed and the instrument was found with a cracked clamping pulley where the loose grip cable resided. Root cause is attributed to mishandling/misuse, such as improper cleaning. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the device logs for the large hem-o-lok clip applier (part# 470230-12 / lot-sequence# n10210412-0191) associated with this event has been performed. Per this review of the logs, the large hem-o-lok clip applier was last used on (B)(6) 2022 during a cholecystectomy procedure on system serial# (B)(4). No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: failure analysis confirmed a loose grip cable and the clip test could not be performed. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted cholecystectomy procedure, the instrument cable kept coming off the track. The site replaced the instrument and completed the procedure as planned with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) has performed follow-up to request additional information related to the reported event. However, as of the date of this report, no further details have been received.